Event description:
Caller reports the exp date printed on the advantage strip vial is 11/30/09. MFR reports this exp date as 4/30/06. Adverse event reported. Requested return of suspect device and replacement was sent.